Event description:
It was reported that the pt experienced diminished efficacy despite dose escalation. In 2009, a dye study and catheter revision revealed a hole in the catheter near the spinal insertion site (distal to the elbow anchor). This hole was visibly leaking csf. The damaged section of the catheter was excised, and a connector pin was used to join the catheter together. The system was checked with a second dye study and confirmed a well functioning pump system. The pt was unharmed and was reported to be recovering well. The type of medication, concentration, and daily dose being administered via the pump were not reported.